Manufacturer narrative:
Lens was returned in a specimen cup submerged in a clear watery solution. The lens is torn/split/cracked into two pieces with a portion of lens material missing at one haptic junction area on the exterior area. The product investigation could not identify a root cause for the reported events. Damage was observed. Observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. (B)(4).

Event description:
An attorney reported that due to the event, the patient has sustained injuries, suffers pain and anguish and will be required to seek medical attention. He also indicated that in the future, the patient will be unable to engage in her pursuits and occupations. Upon review of new information recently received for a 2015 file, it was determined the sample associated with the 2015 file was the sample that should have been returned and identified as belonging to this 2014 file. The sample investigation was reported last year in MFR report #1119421-2015-00064 ((B)(4)), but will now be transferred to this 2014 file and reported under MFR report#1119421-2014-00941 ((B)(4)). Supplemental reports will explain the transfer and the duplicate file from 2015 will be cancelled.

Event description:
A surgeon reported that a week after an intraocular lens (iol) was implanted, the patient reported glare. The surgeon found that the implanted lens had a mark on it. The lens was exchanged two weeks after initial implantation. In a follow up, the surgeon reported that the final outcome of the event is unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionaire was received on (B)(6) 2014. (B)(4).